Event description:
The biomed customer called technical support (ts) reporting that the device shut down while on a patient. The device was in use on a patient who was on a nasal cannula at the time the reported issue was discovered; however, there was no patient or user harm reported. There was no adverse reaction from the patient involved in this issue. The reported issue did not interrupt therapy or require a swap. The device was at end of therapy when the issue occurred. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer has no other information at this time, but risk management has this unit in quarantine for now. Biomed will communicate with us when it is release and a plan of action on it. Biomed emailed back and stated, right now, this ventilator is sequestered until the corrective action comes out and gets installed. He reference the 35 volt rail fsn. The rse suggested to perform the performance verification testing (pvt), and review the significate log.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 04/13/2022, 05/05/2022, 05/12/2022, 09/20/2022, 11/15/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.